Manufacturer narrative:
Pr (B)(4) follow up emdr for device evaluation (injector): both photos and physical samples were provided to our quality team for investigation. Upon evaluation of the photos, the connected devices are shown, indicating where the leak was experienced. There is no visible issue with the devices to indicate the cause of the reported leak. In another photo, the packages providing material information is shown, however, we could not clearly identify the lot for the involved connector. The returned products were visually inspected, no damage or defects were observed. Both pieces were properly connected, liquid passed through the connection without issue, and no leakage occurred. A device history review was performed for optima injector n35-o lot 2305303, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. As the connector lot involved is unknown, a device history review could not be performed. Retained samples of lot 2305303 were used for additional evaluation. The product was visually inspected and no defects were identified. Functional testing was performed, engaging and disengaging the injector and connectors . In all cases the product functioned properly, and no issues were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. The infusion clamp is recommended to secure to connection between the injector and connector and must be used with the proper orientation. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends. See manufacturer narrative.

Event description:
It was reported that the bd phaseal¿ optima system connector c35-o was leaking. Report 1 of 2. Verbatim: failure of closed system injector and connector resulted in a leak of saline in a saline primed line while preparing to administer gemzar. Leak occurred in the connection area between the bd phaseal optima connector and injector. See photo below. Nurse checked to ensure pieces were fully engaged which they were the close system pieces are joined and attached to the end of the secondary tubing set (as seen below) which connects to the bag of chemo. The yellow arrow points to where the conjoined pair connect into the mainline tubing port which is IV tubing connected to a bag of saline and used to back prime the chemo line. She connected to the mainline tubing, backfilled/primed her secondary tubing (chemo line) as seen in photo with saline and clamped the line shut. She then went to get the gemzar. Note: saline was running through the pump at this time. A nurse passing by noticed a puddle and it was then noted to be leaking from the junction between the injector and connector pieces as shown in pics provided in original email. Response received on (B)(6) 2023 1. Are you able to provide the quantity of defective product inspected? One 2. Was there any adverse event or serious injury being reported? No 3. Was this product received in this condition? Yes 4. Please provide lot code of connector as it cannot be identified within the photo. Packaging was thrown away 5. Please verify if the leak was between the injector and connector, between the connector and luer connection of the tubing, or between the injector and luer connection of the tubing? Between injector and connector joint.

Event description:
It was reported that the bd phaseal¿ optima system connector c35-o was leaking. Report 1 of 2. Verbatim: failure of closed system injector and connector resulted in a leak of saline in a saline primed line while preparing to administer gemzar. Leak occurred in the connection area between the bd phaseal optima connector and injector. See photo below. Nurse checked to ensure pieces were fully engaged which they were the close system pieces are joined and attached to the end of the secondary tubing set (as seen below) which connects to the bag of chemo. The yellow arrow points to where the conjoined pair connect into the mainline tubing port which is IV tubing connected to a bag of saline and used to back prime the chemo line. She connected to the mainline tubing, backfilled/primed her secondary tubing (chemo line) as seen in photo with saline and clamped the line shut. She then went to get the gemzar. Note: saline was running through the pump at this time. A nurse passing by noticed a puddle and it was then noted to be leaking from the junction between the injector and connector pieces as shown in pics provided in original email.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.